Event description:
It was reported that there may have been an issue with charging the pump. There was no reported impact to the customer¿s blood glucose level. The customer indicated the pump was charging at the time, but no further confirmation or error details were available, with a plan to call back if the issue recurs.